Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was not filling during the 6 month preventative maintenance (pm). Per troubleshooting, the complainant confirmed that he had used cleaning solution in the water and that nothing was attached to the fluid delivery line (fdl). When he pressed "fill reservoir" the screen flashed, but no water went into the reservoir via the fill tube. He was instructed to turn the device off and back on, but the device had the same result. He removed the fdl and stated that he felt no suction. Per ms&s, the complainant had previously noted that he did feel suction prior to the call. Per troubleshooting with tech services, the complainant was advised that the pm services for the device were recommended. The biomed was also advised to order a new circulation pump. Per follow up, the biomed replaced the fdl and the device began to work without further issue. It was believed that there was an issue with a loose o-ring. The device was sent back into service.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that the device was not filling during the 6 month preventative maintenance (pm). Per troubleshooting, the complainant confirmed that he had used cleaning solution in the water and that nothing was attached to the fluid delivery line (fdl). When he pressed "fill reservoir" the screen flashed, but no water went into the reservoir via the fill tube. He was instructed to turn the device off and back on, but the device had the same result. He removed the fdl and stated that he felt no suction. Per ms&s, the complainant had previously noted that he did feel suction prior to the call. Per troubleshooting with tech services, the complainant was advised that the pm services for the device were recommended. The biomed was also advised to order a new circulation pump. Per follow up, the biomed replaced the fdl and the device began to work without further issue. It was believed that there was an issue with a loose o-ring. The device was sent back into service.